Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please note, j-vac is a reservoir used in conjunction with a drain. Please clarify if an ethicon drain was used and the name of the ethicon drain product (blake drain) was used in the patient. Does the surgeon believe that ethicon products (blake drain and j-vac reservoir) involved caused and/or contributed to the post-, operative complications (anastomotic leakage) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain and j-vac reservoir) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (anastomotic leakage). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Were the cases discussed in this article previously reported to ethicon? If yes, please provide complaint reference numbers. Does the surgeon believe that ethicon product, j-vac drainage system involved, caused and/or contributed to the adverse events of anastomotic leakage described in the article: "analysis of risk factors for anastomotic leakage after lower rectal cancer resection, including drain type: a retrospective single center study"? If yes, please provide event details including: initial procedure date. Procedure name. Specific patient demographics. Where was the procedure performed? Event date. Specific medical/surgical intervention. Ethicon product involved; product code and lot number. Patient pre-existing conditions/other relevant patient history/concomitant medications. Are any devices available for evaluation? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Note: events reported on mw# 2210968-2021-00892. Citation: doi: https://doi.org/10.1186/s12876-020-01462-1 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article that a drain was used. Title: analysis of risk factors for anastomotic leakage after lower rectal cancer resection, including drain type: a retrospective single center study authors: tetsushi kinugasa, sachiko nagasu, kenta murotani, tomoaki mizobe, takafumi ochi, taro isobe, fumihiko fujita, yoshito akagi citation: doi: https://doi.org/10.1186/s12876-020-01462-1 the authors investigated the correlations between surgery-related factors and the incidence of anastomotic leakage after low anterior resection (lar) for lower rectal cancer. A total of 630 patients underwent colorectal surgery between 2011 and 2014 in the department. Of these, 97 patients (76 male and 21 female patients; age range: 34 to 83 years old) underwent lar and were enrolled in the retrospective study. Temporary ileostomy was performed in all patients, and no patients received preoperative chemoradiation. Surgeons in the department chose closed drainage or open drainage depending on the characteristics of the operation. The authors inserted a drain in all cases of lar. However, it is up to the surgeon to decide which drain to use. The drain was classified as one of two types: open (group o; 56 patients) or closed (group c; 41 patients). In group c patients, j-vac drainage system (ethicon) was used. Reported complications included anastomotic leakage (n-21). Anastomotic leakage is a major postoperative complication after lower rectal surgery and is associated with high postoperative morbidity and mortality, functional defects, and poor oncological outcomes. Anastomotic leakage is a multifactorial complication after lar. Patients¿ characteristics cannot be changed, but novel devices and technical improvements could prevent this complication. In this study, the authors demonstrated that in patients with anastomotic leakage after lar, leakage frequency was higher in those with underlying disease, who underwent transanal hand-sewn anastomosis, and in those with closed drainage. The study findings suggest that it is essential to determine the need for a drain and to select the drainage method after a comprehensive assessment of the surgical procedure and the patient¿s condition.